Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed button error and the device was vibrating and beeping. The customer's blood glucose was 45 mg/dl, which was treated with a glass of chocolate milk. The customer's spouse stated the customer had a low blood glucose episode and pressed all types of buttons. It was reported that the customer checked their blood glucose eight minutes prior to the phone call and it was 85 mg/dl. The discontinuation of the device was advised. Nothing further was reported.